Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarms during testing noted. The pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The pump was received with normal operating currents. The pump passed the self test, unexpected restart, off no power and motor tests. No motor error alarms were noted. The pump was received with minor scratches on the lcd window, a cracked case at the display window corners, a scratched reservoir tube window, a cracked belt clip slot, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly; the customer was unable to program a bolus due to sticking buttons. The patient's blood glucose at the time of incident was 285 mg/dl. Troubleshooting was initiated for the keypad anomaly. The customer stated that she was around water yesterday and not paying attention. She had received a button error alarm yesterday as well. The customer also mentioned having a blood glucose in the 400 mg/dl range in the beginning of may. She did not mention any symptoms or treatments; however, the customer did receive motor error alarms at night. Troubleshooting for the high blood glucose and motor error were declined. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.